Manufacturer narrative:
Dr. (B)(6) spoke with dr. (B)(6) with regard to his patient that has bilateral visible material in her lower eyelids the left being worse than the right. Dr. (B)(6) was advised to treat any nodule that is present with intralesional kenalog, and if no nodules are present, with fractionated co2 laser to get rid of the visible material. He was also advised not to use radiesse in the lower eyelid. On (B)(6) 2014, dr. (B)(6) stated the infection resolved fully. The patient currently has small deposits of radiesse too close to skin surface in the tear trough areas; skin appears salmon in color. Dr. (B)(6) is planning to treat the patient with laser. Additional lot numbers used, 8071m0k1, 100067829 x 1, expiration date: 07/01/2015, manufacturer date: 07/01/2013. The device history records for the reported lots were reviewed. All required incoming, in process, and final release testing specifications for these lot were met prior to release.

Event description:
A female patient was injected with five radiesse syringes into marionette lines, tear troughs, around eyes and brows. The patient initially had some swelling, and about one week post injections developed inflammation, firmness, redness, tenderness, and infection in the tear trough areas. Dr. (B)(6) treated the patient with antibiotics, systemic steroids, names, doses, frequencies and durations were not provided; and kenalog injections. During a medical consult, (B)(6) , rn at (B)(6) spoke with dr. (B)(6) , regarding a patient he injected on (B)(6) 2014 with five syringes of radiesse to the brows, malar region, and tt. One week post injection the patient experienced what dr. (B)(6) describes as a mild cellulitis. He treated the patient with antibiotic. The patient has not improved and is still experiencing erythema, edema, and tenderness in the midface region. Dr. (B)(6) injected the patient with kenalog but it did not have any effect on this issue. Since this issue has been ongoing for 8 weeks, dr. (B)(6) was referred to speak with (B)(6) medical director, dr. (B)(6) for further evaluation.